Manufacturer narrative:
The formatted history file analysis confirmed the pump error due to a software error. The pump was programmed with a test mini link and the glucose sensor simulator. The pump communicated properly with the glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump displayed the programmed value properly on the display graph. The pump also had minor scratches on the lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that while trying to connect to the transmitter, the device alarmed pump error 53. The customer's blood glucose level was 12 mmol/l. The customer was advised to revert to a back-up plan. The customer's device was replaced and will be returned for analysis.